Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient underwent laparoscopic uterine fibroids removal. After the removal of uterine fibroids and suturing the uterine incision, the suture was removed from the abdominal cavity and was that the needle and suture were completed detached. They took out the cannula and found complete breaking needle in the puncturing device. The incident did not cause significant damage to the patient, extended the surgery time, and combined the use of surgical instruments. After the needle was found, replaced the set of absorbable surgical sutures to continue the surgery.